Manufacturer narrative:
The na electrode lot number is aks11 with an expiration date of 20-jul-2025. It was reported by the customer that qc was acceptable. The field service representative found the issue was caused by degrading seals. He completed the yearly preventative maintenance, replaced parts in the kit, and completed a precision test with acceptable results to verify the instrument's performance. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 145 mmol/l. The sample was repeated on another module and the result was 151 mmol/l. The sample was repeated due to the k result being marked as critical. The initial result was believed to be correct.